Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
A parent stated via chatbot that the brush head snapped off in her child's mouth. No injury was reported.